Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
Olympus was informed by the nurse at the user facility that the customer ultrasonic probe reportedly ¿failed the leak test¿ during reprocessing. No death, injury or harm was reported to olympus. The probe will be returned for assessment.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the device was not returned, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.